Event description:
The following information was provided: pt reported; both of their hip implants broke between the femoral neck. The head separated or broke. Trident 52 cup 3600 degree times 3 polyethylene cap and 4.5 by 1 and 2733 accolade stem 10 + 5 * 336mm cobalt head and both of them at different times have broken in almost identical place. On (B)(6) 2018 lost right leg. Right hip fractured in (B)(6) 2025, left hip fractured about 6 years ago (there was no revision). This report covers the patient's right hip.